Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens and the lens was torn while advancing through the injection system. There was no pt contact.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that part of the optic and a haptic was torn off. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.